Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc connected into the centralink remotely. Ccc discovered that the original order from the laboratory information system (lis) had the correct demographic for the sample but the patient identification number was sent to centralink as "??". Cc discussed with the customer that patient identifications should be unique numbers as they're used to find and store patient demographics in centralink. The customer requested that orders with patient identification, sent as "??" Be rejected by centralink. A new centralink configuration was set to omit all requests if a sample has a patient ID "??" And reflex new test to alert the operator. The new rule was tested, and testing passed. As per the centralink¿ data management system lis interface guide: "the centralink software is designed to operate with unique patient ids across all connected lis. As the lis is considered the master system from which the most current data originates, the centralink software always accepts updates to patient records from the originating lis. As such, every patient demographic update that is downloaded from the lis to the centralink software must be identified by a unique patient ID that references the same physical patient. Warning if you reuse a patient ID to reference another physical patient, patient demographic updates downloaded from the lis overwrite the original patient details associated with this patient ID. An erroneous mix of details that pertain to another physical patient would coexist in the same record of the centralink database with unrelated details that pertain to the original physical patient. Do not re-use patient ids." The cause of the incorrect patient demographic being associated with a patient sample was due to the customer's lis (non siemens system) sending improper patient identification numbers. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Sample ID (B)(6) had incorrect patient demographics associated with it in the centralink data management system. There are no reports of incorrect patient results being reported out to the physician(s). There are no reports of patient intervention or adverse health consequences due to the incorrect demographics associated with the sample.